Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2015. The revision surgery was due to a patient fall causing the incision to split and results in infection. In the revision, the size 2 femoral component and the size 2 x 14mm insert were removed and replaced with new implants. The femoral component remained the same size while the insert was revised to a 2 x 10mm insert.